Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. On the same date as onset, the patient was treated with vancomycin intraperitoneally (1.5 grams once prophylactically) for the peritonitis. Four days later, the patient began treatment with vancomycin intraperitoneally (1.5 grams every five days; duration not reported) for the peritonitis event. On an unreported date, the patient began treatment with gentamycin intraperitoneally (daily; dose and duration not reported) for the peritonitis. At the time of this report, antibiotic treatment with vancomycin and gentamycin were ongoing. The patient was reported to be recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.